Event description:
It was reported that caregiver pull the empty lift (without the patient) towards herself and the standing plate pulled in over the left foot big toe. As a consequence of the event the nail became loose. The toe injury required staples to anchor the toe nail.